Manufacturer narrative:
Company representative evaluated the units and there were no problems found. Root cause investigation determined user education required regarding spo2 sensitivity settings.

Event description:
Customer reported the v series monitor produced inaccurate spo2 readings. No patient injury was reported.